Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/06/2013 with the following findings: investigation revealed that the daily insulin delivery totals correctly reflected the programmed basal rates. There was no data in black box or download histories from time of reported hospitalization due to continued use. Further testing was not able to be performed due to unresponsive keypad buttons. The complaint was unable to be adequately investigated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2012, the patient claimed she was hospitalized for dka. On the evening of (B)(6) 2012, the patient began to have diarrhea and was not feeling well. Her blood glucose was within the usual range of below 180 mg/dl on the night of concern. Her illness did not abate but persisted until the morning of (B)(6) 2012 when she awoke with a blood glucose reading of 460 mg/dl with symptom of vomiting. She was unable to keep anything down and did not take any bolus insulin for fear that her blood glucose would drop too low since she was not able to eat. As her condition got worst, she was feeling confused, had rapid breathing, and was talking incoherently. She was subsequently transport to the ER where she was treated with IV fluids and continued on insulin pump therapy until her blood glucose resolved to 180 mg/dl. She was released from the hospital soon after. On (B)(6) 2012, her blood glucose was in the 200 mg/dl range. After she took a nap, her blood glucose elevated to "hi" with rapid breathing, rapid heart rate and was again confused. She was hospitalized again and diagnosed with dka which was further complicated by a viral infection. She was removed from insulin pump therapy and was treated with IV insulin. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. The animas representative concluded there was no pump malfunction associated with the alleged event. The patient's alleged hyperglycemia is possibly attributed to her symptom of vomiting and lack of insulin treatment at the time of concern. In addition, she had a viral infection. This complaint is being reported because she received treatment for dka twice while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.